Event description:
Customer called to report that the insulin pump alarmed off no power and spi to motor pic communication error. Customer's blood glucose levels ranged from 141 to 404 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed and off no power due to faulty connector on interface board. The insulin pump was received with cracked case on reservoir tube window corners, broken reservoir tube lip, missing o-ring, corroded battery tube and minor scratches on lcd window.